Event description:
(B)(4). This is a report of peritonitis patient coincident with dianeal therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. Two days after diagnosis, the patient was hospitalized for the event. Treatment was not reported. The cause of peritonitis was unknown. Twelve days later, the patient was discharged from the hospital. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. A batch review was conducted for the potentially associated lot number gd893172 and gd893453. No exceptions were observed that were related to the reported condition.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.